Event description:
It was reported to st. Jude medical that the lead and ICD were explanted due to a suspected fracture of the lead. Noise was present on the ventricular channel and the measurements were abnormal.